Event description:
It was reported that the patient faced an event of heavy allergy after every kind of infusion set and has a severe contact allergy and atopic dermatitis with bruises and purulent lesions which led to high blood glucose treated by insulin pump during hospitalization on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland. Name: (B)(6). Country: united states of america. Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.